Manufacturer narrative:
(B)(4).

Event description:
Report of a case where the patient was complaining of drop foot or neuropraxia after a hip scope. Patient reported that all the pressure was going through the middle strap and causing considerable bruising and pressure to the top of the foot. This was noticed during the recovery period; the recovery time was not prolonged due to this issue. At follow-up, patient still had numbness of the hallux; no extra medical intervention was required at the time. No further patient follow-up reports have been provided.